Event description:
It was reported that the customer's insulin pump alarmed with a button error, and the screen became frozen after the battery was removed. It was stated the customer was working out with the insulin pump, which was exposed to moisture. It was further stated the buttons were no longer responding. Customer's blood glucose was 9.8 mmol/l. The customer was advised the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No freezing screen noted. No button error alarm noted. All buttons functioned properly; however the insulin pump had moisture on keypad traces. No moisture damage noted on electronic assembly or motor assembly. The insulin pump had a cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.